Event description:
It was reported that the patient presented for an implant procedure. During device preparation, it was noted that the pacemaker was in reset mode. The pacemaker was not used and replaced. The patient experienced no consequences.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During device preparation, it was noted that the implantable cardiac monitor (icm) was in reset mode. The (icm) was not used and replaced. The patient experienced no consequences.

Manufacturer narrative:
Customer complaint of inappropriate and unexpected reset was confirmed. Interrogation of the device revealed ¿device reset has occurred¿ alert upon receipt. Analysis of the device image revealed that the alert occurred due to reset error. The device was restored by reloading product code. Reset error was reproduced at cold temperature, and this is consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.